Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for the review. The first photo shows a partial view of a clinician holding the drainage catheter attached to external connector. The catheter hub was covered by the strain relief. No visual anomalies were noted. The second photo shows a partial view of an implanted drainage catheter attached to external connector. Although a red circle was indicated in the photo, the surface of the catheter hub is unclear. The investigation is inconclusive for the reported catheter connector fracture & fluid leak issues as the provided photos were not sufficient to confirm the reported issues for both devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter for percutaneous transhepatic cholangio-drainage. Post the procedure, the drainage catheter was allegedly fractured and leaked at the drainage tube connection. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter for percutaneous transhepatic cholangio-drainage. Post the procedure, the drainage catheter was allegedly fractured and leaked at the drainage tube connection. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.